Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Hardware low level failures error was present in the device trace download due to broken trace on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 159 mg/dl at the time of the call. The customer used cake icing and juice to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was having sensor glucose versus blood glucose differences and was not getting sensor alerts or highs and lows. The insulin pump also had hardware low level failures alarms. Troubleshooting was completed and no other issues were found. The insulin pump will be returned for analysis.